Event description:
It was reported that the device had alleged under infusion. There was patient involvement but no harm. Although requested, no additional information was provided by the customer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had alleged under infusion. There was patient involvement but no harm. Although requested, no additional information was provided by the customer.

Manufacturer narrative:
Correction: it was determined through investigation of the devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-62432 is a concomitant. Please refer to manufacturer report number 2016493-2025-62437, which captured the correct suspect device per investigation report.